Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun melsungen internal report #(B)(4). The volumetric accuracy was tested three times and upstream and downstream occlusion alarms functioning correctly. The incoming pressure level was set to the maximum level of 9. The pump met specifications. Volume to be delivered of 7ml at 21 ml/h rate: 1st test: 7.1ml in 0 hours and 20 minutes, 2nd test: 7.2ml in 0 hours and 20 minutes, 3rd test: 7.2ml in 0 hours and 20 minutes. The pump's operational log was reviewed for the date of the reported event. On 12/21/2012 at 19:38:30 a standard infusion was started with a rate of 21ml/h and a vtbi (volume to be infused) of 7ml. At 19:58:30 the infusion completed with a total volume infused of 7ml or 100% of the expected volume. At 19:58:50 the therapy was reset and at 19:59:51 the infusion was started with a rate of 21 ml/h and a vtbi of 7ml. At 20:12:13 the infusion was stopped with a total volume infused of 4.32ml or 100% of the expected volume. At 20:12:13 the nurse saw that the pump was not infusing because of a kink in the line. At this point the infusion was stopped. At 20:13:06 a standard infusion was started with a rate of 21ml/h. At 20:13:17 the infusion completed with a total volume infused of .06ml or 95% of the expected volume. All available information has been forwarded to the device manufacturer. Based on the results of this investigation, the pump operated as intended.